Event description:
Additional information noted that patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance and high capture threshold was observed. The lead was capped and replaced.